Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9275253, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02, medical device lot #: 9275254, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the label information indicated the 50 ml syringes still indicated 60ml syringes with a bd syringe enteral 50ml bns. The following information was provided by the initial reporter: it was reported that the new version of 305864 syringe with 50 ml markings was received with all carton labelling indicating product as 60ml syringe.

Event description:
It was reported that prior to use it was discovered that the label information indicated the 50 ml syringes still indicated 60ml syringes with a bd syringe enteral 50ml bns. The following information was provided by the initial reporter: it was reported that the new version of 305864 syringe with 50 ml markings was received with all carton labelling indicating product as 60ml syringe.

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows 50ml syringes and a box label marked as 60ml. During the implementation of the 50ml it was requested to move the sap back to 60ml until all the inventories were depleted at the distribution center. Products were produced as 50ml and labeled as 60ml based on above direction. Anyway, moving sap back to 60ml was not restricting the labeling to 50ml. The root cause of this issue was due to manufacturing process and the sap system limitations. Currently, the sap is back 50 ml and next production run is to labeled as 50 ml. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.